Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) kept turning off by itself since an unrelated surgery and a reprogramming session by a manufacturer representative (rep) two months prior to the report. The reprogramming session was for better therapy optimization. The patient noted that when she woke up on the morning of the call, the ins was off and she could hardly move her legs. The patient wanted to meet with a manufacturer representative (rep) to see if her ins could be reprogrammed higher and it was noted that the patient charged their ins twice a day but it was confirmed that this was normal. Lastly, the patient reported that they had a lot of pain in their leg that started in (B)(6) or (B)(6) 2018. In the end, local reps were contacted to meet with the patient for their appointment on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgery did not affect the ins to the rep's knowledge. Adaptive stimulation was already in place. The ins had not been turning off by itself. It was determined that her overall threshold has just changed so the intensity has to be increased in order to get the stimulation that she needs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they continued to have issues with the stimulation turning on and off. The patient met with a manufacturer representative (rep) who told them it was most likely due to the ins recharger (insr). The patient mentioned they met with a manufacturer representative (rep) in january regarding this issue and showed them their logs. They mentioned they had a back surgery on (B)(6) 2018 and asked healthcare professional (hcp) after surgery if they unplugged the wires because ¿the stimulator was not working¿. The patient stated the hcp said no. No further patient complications were reported as a result of this event.